Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows; iol returned in three(3) segments in a paper bag adhered to a cotton material. Solution and fibers are dried on both surfaces of the segments. The optic is torn/split-cut dividing the iol in three(3) and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint; however, our observations reasonably suggest that it is not manufacturing related. It is reasonable to suggest that the iol was acceptable for use by the customer prior to inserting the iol into a cartridge. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2017-90977.

Event description:
A facility representative reported that four days following an intraocular lens (iol) implant procedure, the iol was exchanged for a different iol model. Additional information has been provided by a nurse, who reported that the patient experienced blurry vision and that the iol was dislocated. According to the nurse, they were unable to find a suitable axis, the lens was removed and replaced with a non-toric lens. The event resolved with treatment.